Event description:
It was reported by the facility to the sales representative that there was liquid ingress to the mattress. The issue was noticed after the patient was discharged from care and there was no medical intervention required or administered. There was no medical procedure interruption or prolongation.